Event description:
A pk papyrus covered stent system was selected for treatment of a type iii perforation in the lcx. The device could not be advance through the lesion. During withdrawal, the stent dislodged from balloon in the proximal vessel and retrieval via 2nd balloon failed. The stent was deployed in the distal lm, but it closed off the ri. The pk papyrus stent was perforated to open the branch of the ri, and another stent was placed within the pk papyrus through the perforated hole. The vessel perforation in the lcx was sealed after several ballooning's.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form and cathlab report) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as a device related and a procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.